Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and that the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked, and had damaged threads. The returned battery cap had damaged threads. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching from the pump. A test cap was used to complete the investigation. The pump powered on with the test battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no moisture or loose components was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.